Event description:
After the implant procedure was completed, the patient experienced postoperative vomiting due to anesthesia, resulting in a ruptured blood vessel and subsequent hematoma at the neck incision site. The patient was admitted and brought back into the or, where the physician identified and cauterized the bleeding source to achieve hemostasis. The patient was monitored overnight and discharged the following day. The issue was resolved.